Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that customer accidentally slide into the snow and insulin pump bumped and screen was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.